Event description:
It was reported that patient's atrial and right ventricular (rv) lead exhibited high capture threshold and noise. Clavicle crush was also noted. Both leads were explanted and replaced. The patient was stable.